Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer that was inadvertently not included on the initial medwatch. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope and it¿s possible that the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; unknown if the endoscope was immersed in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. Upon inspection and testing of the unit, foreign objects were discovered in the nozzle, caused by insufficient cleaning. In addition, a buckled insertion tube, a wrinkled connecting tube, a damaged distal end of the connecting tube, a stretched angle wire, a damaged lg connector, a deformed bending tube, peeled adhesive around the lg lens, a scratched c-cover, and a dented and scratched connecting tube were discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. The root cause of the foreign matter remaining in the device could not be identified. This issue is addressed in the instructions for use (IFU). The root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope insertion tube was buckling. There were no reports of patient or user harm associated with this event. The subject device was received at an olympus service center for evaluation. Upon inspection and testing, foreign material was observed in the nozzle. This medical device report (MDR) is being submitted to capture the malfunction found during the device evaluation.